Manufacturer narrative:
(B)(4). Reporter's phone number: (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was duplicated and confirmed. The assignable root cause was determined to be due to improper handling, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was observed that the motor power was too low on the compact air drive device. It was further determined that the device lacked lubrication. It was further determined that the device failed the following pre-tests for check starting behavior, check the power with test bench: min. 110 to 160 w, check for excessive noise, check for untrue running, check triggers for fwd / rev mode, check function of soft mode switch (safety system), check for air leak, check air hose coupling, check reverse locking mechanism and general condition. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.